Manufacturer narrative:
Device evaluation: malfunction was reported. The ams700 pump was visually inspected and functionally tested. No leak was found. The pump performed functional testing within specifications. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that patient received a "pump replacement due to dimpled pump." Additionally it was noted that the description "dimpled pump" means that the pump bulb is out of shape when the user press on it and had inflation issue where the shape remains same without pressing deflation button. The patient felt the issue when pressed the deflation button. The patient outcome was reported as stable.

Event description:
It was reported that patient received a "pump replacement due to dimpled pump." Additionally it was noted that the description "dimpled pump" means that the pump bulb is out of shape when the user press on it and had inflation issue where the shape remains same without pressing deflation button. The patient felt the issue when pressed the deflation button. The patient outcome was reported as stable.